Event description:
A patient on peritoneal dialysis (pd) contacted customer support and reported they saw air bubbles in the pd catheter after having a procedure done on the catheter the day prior. After trouble shooting, the air bubbles resolved, and the patient was able to bypass into fill 1. In additional follow-up, the patient's pd nurse stated the patient completed dialysis on 16/may/2021. The nurse also reported the patient had an infected pd catheter (not a fresenius product) which required removal of the infected part of the pd catheter. The nurse confirmed the patient did not have any adverse effects from use of any fresenius device, or product. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)